Event description:
It was reported that the patient experienced infusion set falling off during sleep due to poor adhesion which led to prolonged high blood glucose and symptoms of pain and nausea requiring hospitalization treated with intravenous fluids on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress (editable/can be removed) to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.